Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results found that the cdh33 device arrived in good visual condition with 9 partially formed staples and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer. It should also be noted when attempting to reach the detachable head or anvil do not clamp across or gap on the locking springs when as it might not click into place. Please reference the instructions for use for additional info. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staples line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the mfg process. Not in firing range.

Event description:
It was reported that during an unk procedure, the tissue could not be cut and sewed completely. The staples were malformed. The surgeon used hand sewing to complete the procedure. There were no adverse consequences to the pt.